Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "presence of parasites" (meaning presents of particles) was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: there is noise in the image. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Due to deterioration of cable unit, there is noise in the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited presence of presence of parasites appearing on the video column screen. The issue occurred during the unknown procedure. The procedure was completed using the same device. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.